Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption and several high watt alarms one day before the reported event date. Analysis of the explanted pump by the site revealed the presence of thrombus within the pump, more specifically on the superior and inferior surfaces of the impeller. In addition, abrasions marks were noted on the lower housing ceramic surface and inferior surface of the impeller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors may have contributed to the reported event and patient outcome. In addition related comorbidities may have also contributed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The rise in power consumption and several high watt alarms can be attributed to thrombus formation within the device. Though the root cause of the reported event based on device history review show no discrepancies noted that may have caused the reported event. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Clinical and patient factors may have contributed to the reported high watts, possible thrombus and stroke. Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient who was admitted for hemolysis and went for a pump exchange which confirmed pump thrombus. No further information available at this time.